Event description:
Reporter initially indicated that pt developed an infection three weeks after vns implant surgery and was experiencing pain at the generator site since implant. The pt was taking darvocet for the pain. The infection reportedly progressed from the generator site to the lead area over two weeks' time. The infection was treated with antibiotics. At office visit in 2002, the neurologist adjusted programmed parameters in an effort to alleviate the pt's pain. At that time, the chest and neck areas were noted to be swollen and the pt was referred to neurosurgeon for follow-up. The pt reportedly underwent revision surgery due to the alleged infection at the beginning of the following month, but still complained that their chest area under their arm was painful and that pt could not move their arm without pain. The pt was reportedly experiencing pain in the axilla and had a lump in their neck at the lead incision site. Re-exploration of the chest and neck regions by neurosurgeon revealed no signs of infection or fluid pockets. Physician planned no intervention at that time and intended to allow more time for healing, monitor the pt's recovery, and explant if the pain did not resolve. The pt's family did not want the vns explanted due to the vast improvement in seizure control. Further follow-up revealed that the pt picked and scratched at the incision site and that is how it became infected. It was later reported by physician that there was no infection present, but that the pt was scratching at the incision site and caused it to become a little swollen and red. It was reported that revision surgery was performed in 2002 to revise some granulation tissue that had accumulated at the neck incision and the antibiotics were prescribed as a preventive measure. The pt was seen by both surgeon and neurologist the following month at which time no abnormalities of the incision site were noted, though the pt continued to complain of pain around the generator site and axilla. Pt's family member later reported that the pt was still in a lot of pain and was taking vicodin prn. Pt was evaluated by a different surgeon who reported that the pt had a post-operative infection. The pt was scheduled for explant of the pulse generator only since the infection was only at the generator pocket site. The pt's pulse generator was explanted because the incision site reportedly opened up in 2003, exposing the generator.